Manufacturer narrative:
The product in question was evaluated by walkmed infusion's authorized service center, integrated medical systems. Subsequently, the product evaluation data was forwarded to walkmed infusion. The reported failure was due to a worn mechanical arm spring. A review of the manufacturing records did not reveal any nonconformities related to the reported event. Walkmed infusion's records indicate the device in question has never been returned to walkmed infusion for service. Evaluated by authorized service center.

Event description:
During testing, the device in question was observed to have a free flow issue.